Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
There was no patient involvement. It was reported by the field service representative (fsr) that the pump was brought to biomed for battery failure.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of battery failure is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot numbers with 2 relevant findings. However, batteries are 100% inspected and the affected batteries were returned to the vendor. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
There was no patient involvement. It was reported by the field service representative (fsr) that the pump was brought to biomed for battery failure.